Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lg7347, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent surgery of right breast mass on an unknown date and suture was used. The suture broke when sewing the incision. Changed to another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.